Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-059: improper storage conditions. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for out of range control test result. The customer is concerned with control test result of 40 mg/dl using level 2, lot # 3bc2a76. The result is not within the acceptable range of 96-130 mg/dl. Customer insisted he is using the correct control solution. The manufacturer¿s expiration date is 07/31/2025 and open date was not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The test strip lot manufacturer¿s expiration date is 04/25/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.